Event description:
It was reported that the insulin pump had a crack in the screen, a sticking button, and a missing battery cap. The customer did not know the blood glucose reading. The customer stated that she had discontinued use of the insulin pump for the past 2 weeks. She noted that the damage occurred to the insulin pump about a year prior and only requested a replacement battery cap. The caller was advised that the device be replaced but the customer refused to return the device. The most recent blood glucose reading was 246 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.